Event description:
Consumer called to report her son's meter is not reading accurately. Getting varying results. Analysis run on clark error grid using lab reading (126) as reference point vs. Bd readings (400) yielded data points in the c range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.